Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). This report is being filed on an international device; zxv375 that has similar devices which are distributed in the united states under PMA p980040 (zxt150, zxt225, zxt300, zxt375). 81 (other): the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced blurred vision after the implantation of lens model, zxv375 multifocal iol (intraocular lens) in her left eye (os), but had no issue with her right eye (od). Furthermore, patient reportedly had iol dot-like cloudiness during the post-examination os. Through follow-up it was learnt that I/a (irrigation/ aspiration) procedure was performed to wash the implant and the patient vision improved. The lens remains implanted. No additional information was provided.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 2/24/2019. Device returned to manufacturer: yes. Device evaluation: although the device itself was not returned for evaluation; however, several pictures were received at the manufacturing site for evaluation. The pictures were visually evaluated. The reported issue could not be identified, and the exact location of the phenomenon is uncertain. Impact on lens function cannot be determined. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.